Manufacturer narrative:
Additional information: d9, g3, h3, h6 correction: a1 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection of the returned adapter noted damage to the proximal cap of the adapter adjacent to the black release button. Functional testing noted that the adapter was connected to gen2 acc software and the strain gauge was responsive. There was a universal asynchronous receiver-transmitter (uart) communications error in the data saved to the system. The adapter had 12 of 50 procedures remaining. The adapter was connected to a clamshell and a handle running v29.5 software. The device calibrated correctly. A reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The reload was able to be rotated and articulated in all directions without hangups or sluggishness. The adapter was able to be fired without any issues. During use, the adapter could be manipulated such that the black release button would disengage from the adapter. After firing, the adapter was reconnected to the gen2 acc software and no new errors appeared. It was reported that the component disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: uart communication error. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, pre-operatively, during installation, the black uninstall button fell off the adapter. Another adapter was used to complete the case. There was no patient involvement.